Event description:
A second laparoscopy was performed at a nearby hospital two days after the initial surgery due to an unrelated surgical complication. Meanwhile, a 2.5cm long strip of the clear plastic outer portion of the sleeve was discovered in the pt's abdomen during this second surgery and was retrieved to complete the case without further incident. Procedure: laparoscopy. Pt status: no pt injury reported.